Event description:
Reporter stated that a neonate's blood glucose was tested, using the inform system, with a results of 13.7 mmol/l. An additional sample, from the same patient, reportedly measured 2.0 mmol/l on a laboratory instrument. Reporter did not indicate if patient was treated based on the value obtained on the inform system. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.